Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, it cannot be confirmed what the cause of the hole/perforated, and fluid leak was. Additionally, a batch number was not provided, therefore a device history record (DHR) cannot be performed, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device presented with fluid loss from the device. During the revision surgery, the physician found there was fluid loss from a tear in the left cylinder and a hole in the tubing. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) device presented with fluid loss from the device. During the revision surgery, the physician found there was fluid loss from a tear in the left cylinder and a hole in the tubing. The device was explanted and replaced. There were no patient complications.